Event description:
It was reported to boston scientific corporation that a dynamic y stent was attempted to be implanted within the patient's trachea on (B)(6), 2011 during a bronchoscopy procedure. According to the complainant, the patient has tracheomalacia. During the procedure, the physician attempted to implant the stent within the patient's trachea and inadvertently deployed it within the patient's esophagus. Reportedly, the patient's anatomy was not tortuous but the physician noted that he was "unable to position the patient's head in such a way as to give him straight access through the vocal cords and into the trachea." Subsequently, a gastroenterologist removed the stent using rat tooth forceps through an egd scope. Due to the patient's difficult anatomy, no further attempts were made to implant the dynamic y stent. Reportedly, the physician planned to place a smaller stent later that week. It was reported that the patient experienced edema as a result of the numerous attempts made to pass the stent through the vocal cords; however, the patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.